Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The customer reported missing parts. Investigation found no damage or issues; reported event could not be replicated and may be due to factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm permanent cautery spatula (pcs) instrument had missing parts. No further information was provided.